Event description:
The hospital maintenance person reported that the scale would not weigh accurately on this bed. After troubleshooting with a hill-rom service tech, it was determined that the scale analog circuit board was defective. After he replaced the circuit board, the bed functioned as designed. He stated that there were no adverse events associated with this bed malfunction.